Event description:
It was reported the group impedances were >4000 ohms. It was noted that a longevity calculation was done to estimate the implantable neurostimulator (ins) life and the longevity was greater than 120 months because the patient's settings were low. It was further noted the patient was programmed at 1.9v and 360 pulse width on program 1, 0.9v and 450 pulse width on program 2, and 8 hz. Additional information received reported the patient just wanted to know the longevity of the ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), impl anted: (B)(6) 2011, product type: lead. (B)(4).